Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of adverse event ("I am experiencing all of the adverse effects") in a 52 year-old female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2018 she experienced adverse event (seriousness criterion disability). At the time of the report, the event had not resolved. No causality assessment was received for essure (ess205) with regard to adverse event. The reporter commented: information on the place where the event occurred: patient¿s home type 2 disability. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-jun-2022. The most recent information was received on 05-jul-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of adverse event ("I am experiencing all of the adverse effects") in a 52 year-old female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2018 she experienced adverse event (seriousness criterion disability). At the time of the report, the event had not resolved. No causality assessment was received for essure (ess205) with regard to adverse event. The reporter commented: information on the place where the event occurred: patient¿s home type 2 disability. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.